Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer's blood glucose level was rising to 460 mg/dl. The customer treated with the insulin pump. It was also stated that the cannula was bent. The customer declined troubleshoot. It was also stated that the cannula was bent. The insulin pump will not be returned for the analysis.